Manufacturer narrative:
Additional narrative: event date: unknown device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 05.jan.2005. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 5.0mm flexible reamer shaft 620mm would not go over the guide wire during an initial tibial nail insertion procedure in (B)(6) 2016. The surgeon was able to complete the procedure with a back-up reamer shaft. There was no surgical time delay and no harm to the patient. No medical surgical intervention was required. The procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (5.0mm flexible reamer shaft, part number 352.044, lot number 2114581). The subject device was returned with the complaint that the 5.0mm flexible reamer shaft would not pass over a guide wire. The flexible shaft (352.044) is utilized in operations when reaming is utilized and is noted in two technique guides: suprapatellar instrumentation for titanium cannulated tibial nail and flexible reamers for intramedullary nails. In use, a cutting head (starting with 8.5mm and moving up in 0.5mm increments) is attached to the distal end of the flexible shaft and inserted under power over a reaming rod per the titanium cannulated tibial nail technique guide. The relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No non-conformance reports ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition (as previously reported). The returned device was examined and the complaint condition was unable to be confirmed as the mating instruments were not returned. There were no identifiable defects or deficiencies with the returned shafts. A 2.5mm gage pin (set gp29 inspected through (B)(4) 2016) was utilized to simulate the shaft diameter per the drawing of the applicable reaming rod and it was able to successfully pass through the shaft. The flexible reamer technique guide notes that the ¿smooth end¿ of the 2.5mm reaming rod must be inserted into the reamer head until the ball touches the head. It is possible that the surgeon was attempting to insert the ball end of the reaming rod which has a diameter which exceeds the shaft inner diameter and would therefore not pass through. The returned flexible shaft was examined and found to be without identifiable defect or deficiency. As the reaming head and guide wire utilized in the procedure were not returned the complaint condition is not able to be replicated. The complaint is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.